Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the (B)(6) of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unknown date, the patient was diagnosed with peritonitis. On an unreported date, the patient had abdominal pain. No diagnosis was done for abdominal pain. On an unreported date in (B)(6) 2012, the patient was vomiting for approximately one day and went to emergency room. On (B)(6) 2012, the patient was diagnosed with dehydration due to repeated vomiting. On (B)(6) 2012, the patient was hospitalized for dehydration, vomiting and abdominal pain. On (B)(6) 2012, while hospitalized, the patient experienced shingles. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was again hospitalized for peritonitis. Treatment for the events was not reported. Dehydration, vomiting, abdominal pain, peritonitis with culture (B)(6) for an unknown organism-recovering. Shingles-unknown. Causality statement ws not reported for dehydration, vomiting and peritonitis with culture (B)(6) for an unknown organism. The abdominal pain and shingles was unrelated. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd889493. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.